Manufacturer narrative:
Product event summary: one controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed an electrical fault alarm on the reported event date. Based on analysis and testing conducted the most likely root cause of this alarm, cannot be conclusively determined; the controller performed as intended at the bench level. This type of alarm is associated in the risk documentation to multiple potential causes such as driveline connector malfunction, electrical component failure, and foreign material inside of the driveline connector. However, none of them could be verified at the bench level. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that a patient experienced a controller with a controller fault alarm. A visual inspection of the controller did not indicate any contamination. The controller was exchanged. No patient complications have been reported as a result of this event.